Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon ruptured occurred. The lesion being treated was located in the very tortuous, calcified and 99% stenotic proximal right coronary artery. The physician advanced the 6.0x15mm maverick xl balloon to the lesion and inflated it to 8 atms for 5 seconds on the second inflation and the balloon lost pressure and leaked blood. There were no pt complications. The device was removed intact. The physician visually checked that the balloon was ruptured. The procedure was successfully completed with a different device. Pt status is reported as "good."